Manufacturer narrative:
Investigation summary: the reported issue of an over infusion of pitocin (oxytocin), could not be confirmed from the log review analysis. Multiple requests have been communicated to the customer asking to return the devices for investigation. The customer has not returned the devices to the manufacture to date. An infusion of oxytocin with the concentration selected as 30unit/500ml, was manually programmed, and was started on the date (B)(6) 2023 at the time of 10:22 am. The infusion rate was set at 2ml/h with the volume to be infused set at 500ml. The oxytocin infusion was interrupted momentarily at the time of 10:23 am by an opening of the door. The door was closed inducing a restart alarm and the restart key was selected, restarting the infusion. The cause for the door open infusion interruption could not be ascertained from the event log. The oxytocin infusion was turned off at the time of 10:27 am. The volume infused was recorded at 0.153ml. The pcu event log could not determine the volume contained in the oxytocin IV container either at the start or ending of the infusion. The pcu event log could not determine why the oxytocin infusion, scheduled to infuse for approximately 250 hours, was instead terminated early after infusing for approximately 5 minutes. Per product labeling, alaris system user manual (v9.33), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident.

Event description:
It was reported the pump module was set up for a pitocin administration at 2ml/hr. It was noted that the pump started and that the IV line was bolusing. The line was pulled off of the pump to stop. There was fetal deceleration for that lasted for 7 minutes, 3 minutes after the initiation of pitocin. Per customer reporter, "interventions started, including iupc (intrauterine pressure catheter) placement which noted uterine tachysystole. Infant delivered at 1300, apgars 8/9." This report captures the adverse event on the mother. For the adverse event report on the fetus, please refer to (B)(4). A copy of the medwatch report from FDA was received, which states, ¿alaris IV pump noted to be bolusing instead of at programmed rate of 2ml/hr for oxytocin."

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported the pump module was set up for a pitocin administration at 2ml/hr. It was noted that the pump started and that the IV line was bolusing. The line was pulled off of the pump to stop. There was fetal deceleration for that lasted for 7 minutes, 3 minutes after the initiation of pitocin. Per customer reporter, "interventions started, including iupc (intrauterine pressure catheter) placement which noted uterine tachysystole. Infant delivered at 1300, apgars 8/9." This report captures the adverse event on the mother. For the adverse event report on the fetus, please refer to pr (B)(4).

Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem, medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data , FDA notified?, device manufacture date. Additional information : report source, report source other, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported the pump module was set up for a pitocin administration at 2ml/hr. It was noted that the pump started and that the IV line was bolusing. The line was pulled off of the pump to stop. There was fetal deceleration for that lasted for 7 minutes, 3 minutes after the initiation of pitocin. Per customer reporter, "interventions started, including iupc (intrauterine pressure catheter) placement which noted uterine tachysystole. Infant delivered at 1300, apgars 8/9." This report captures the adverse event on the mother. For the adverse event report on the fetus, please refer to pr (B)(4). A copy of the medwatch report from FDA was received, which states, ¿alaris IV pump noted to be bolusing instead of at programmed rate of 2ml/hr for oxytocin."